Event description:
The pt reported that her insulin infusion device displayed "201--" on the screen. She removed the power pack and inserted a new power pack and the device worked properly. The pt stated that the power pack was only 2 weeks old. No physiological symptoms were reported. No medical attention was required. No product is being returned.

Manufacturer narrative:
Product not returned for evaluation.